Event description:
It was reported that a patient underwent a arthroplasty procedure on 06/17/2022 and suture was used. During the procedure, it was reported that the suture broke when sewing in surgery. Changed another one to continue the surgery, the same problem happened. Changed another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What tissue was being approximated/ sutured? Photo analysis: this is an analysis of a photo submitted to ethicon for evaluation. During the visual analysis the following was observed:the photograph shows aluminum foil with the product code vcp752d apparently open. The image is not clear to determine failure mode or reported condition. Based on the set of photos review, the event describe is not confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. Device h3 analysis: the product was returned for evaluation. Visual inspection was conducted on the returned sample. Visual analysis of the returned sample determined that one vcp752d sample was returned. In addition, the needle was not received for analysis. Upon visual inspection of the suture, no anomalies or breakage suture were noted; but short insertion was noted in the strand. The visual inspection concluded that the combination of the needle/suture was detached from the needle since the insertion end of the suture did not meet the requirement. Based on the information currently available, the pull-out was identified during the investigation of the sample received. This product issue will be addressed through ethicon quality system. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. . A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.,a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Events reported via: 2210968-2022-05509.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/5/2022. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: what tissue was being approximated/ sutured?---quadriceps tendon. Trade name - irgacare. Active ingredient(s)- triclosan. Dosage form - suture/solid/parenteral. Strength -= 275 ¿g /m.